Event description:
It was reported that the tip of the inserter was fractured when the cup was inserted. The cup was not used due to the fractured pieces remaining in the cup. No known impact or consequence to the patient.

Manufacturer narrative:
(B)(4). G2: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated. Visual examination of the returned product identified nicks, gouges, and scratches were noted to the device. Threaded tip is confirmed fractured. (1) fractured piece was returned but it is unable to be determined if all fractured pieces were returned with the device for review. No other damage was noted. This device was previously analyzed and the threaded bolt tip fracture was identified on this device. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed based on the returned, fractured device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.